Manufacturer narrative:
Continuation of d10: 479888 lead; implant date: (B)(6) 2025 ; 4076 lead; implant date: (B)(6) 2025 ; 6935m lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not taking any left ventricular (lv) lead thresholds, but the vector express shows 6 volts@ 1ms. The company¿s technical services were contacted and from review of the data they determined that the lv auto capture management does not work for this patient for some reason. All the lv thresholds vectors for the left ventricular (lv) lead are high; therefore, vector express and auto capture are failing. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated missing/invalid capture/threshold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.